Event description:
The oxygenator experienced a lower oxygen transfer than the expected at the start of bypass. It was decided to change out the device. The change out took less than 3 minutes. There was no pt complications as a result of this event.